Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection with naked eye was performed with no issues noted. Functional testing including leak testing, clear passage testing, clamp function testing and integrity testing were performed with no issues noted. The reported issue was not verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between the transfer set and catheter (non-baxter adapter was used); further described as when the nurse tried to connect the transfer set for the patient, "it cannot be tightened". This was observed during setup/preparation. There was no patient injury or medical intervention associated with this event. No additional information is available.